Event description:
It was reported that removal of bipolar, 62 cup implanted with screws, 40mm liner implanted with a 40x22 bipolar. Patient stable. No further information from both surgeon and hospital.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown uh1-55. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.